Event description:
It was reported that the pt returned to the hospital with abdominal pain. During the examination, the doctor compressed the area where the filter is located and the pt reported pain. CT scans were taken and vessel perforation was reported. No further procedures are scheduled.